Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was to report that last night the patient had a nerve conduction test done by a neurologist to see if patient had any sensation in their fingers, hands and arms. Patient said that they woke up last night and said that from their left shoulder and in the left side of their chest and down their arm felt pain, said that it felt like a heart attack. Patient also said that their shoulder was aching and hurting and said it wasn't like a shooting thing, said that everything was hurting so bad. When asked, patient said that this morning the majority of the pain went away however said that when takes a breath, it hurts. Patient asked if they messed up by not turning the device off for the procedure. Reviewed compatibility information. The patient was redirected to their healthcare provider for medical assessment. Patient was driving at the time of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the symptoms they experienced, the patient repeated previously reported details and stated they had nerve shocking done on their upper body extremities on 2024-jul-22 because of numbness in their hands and they did not turn their device off. The patient stated when they started having all the symptoms, they questioned that they might have been related to the device being on during the procedure. Patient stated they still had soreness in those same areas on the morning following. Patient was able to get in to their doctor on 2024-jul-23. Patient stated they were being treated for pneumonia so the diagnosis that day of fluid on their lung, elevated white blood cells, and other symptoms could be confusing, but that night they had a bad episode. Patient was wondering if they should have their device evaluated for any problems after this event.